Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient alert sounded, and the lead exhibited oversensing and high impedance. The lead was reconnected to the device, and the abnormalities resolved. The lead and device remain in use. It was further reported that several months after the revision, the patient alert sounded and the lead integrity alert (lia) triggered for oversensing. Therapies were disabled and the patient was monitored until the revision surgery. The device was explanted and replaced, and the lead was deactivated and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert sounded, and the lead exhibited oversensing and high impedance. The lead was reconnected to the device, and the abnormalities resolved. The lead remains in use. No patient complications have been reported as a result of this event.